Manufacturer narrative:
Analysis was able to confirm the reported error code. The main printed circuit board (pcb) was contaminated. Analysis also noted that the following were contaminated: lower case, output connectors, display wires, insulator labels, and display frame. All found defective parts were replaced and all other identified issues were resolved. The firmware was updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was displaying an error code when turned on. The user removed the batteries and replaced the batteries multiple times but the issue persisted. The status of the epg is unknown. There was no patient involvement. It was additionally reported on the return paperwork that the epg would not turn on. The epg has been returned for service and subsequently tested out of specification during manufacturer's analysis.